Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failed lid switch, designator sw5. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device does not power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no report of patient use associated with the reported event.